Event description:
It was reported that the battery is not holding a charge. The patient has to recharge twice daily. Factors that may have led or contributed to the issue includes that the patient may have overdischarged battery and the device was implanted on (B)(6) 2016. They did impedances checks, which were within normal range, tried recharging with different rechargers, and provided education on recharging. The device was replaced and the issue was resolved.

Manufacturer narrative:
There was conflicting information regarding the implant date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the ins had shown that it passed all functional testing. No significant anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the impedances were within normal range and the patient was instructed to have the battery activated 24/7. The patient had been educated on recharger, however there was a compliance issue and they were told they had run it flat a number of times. The patient did not cause articulate well and it was difficult to understand. They indicated that they had let the battery run flat a number of times by using visual cues. Their compliance was now excellent. The patient's wife informed they rep that the battery had been allowed to go flat at least twice requiring a physician recharge mode and therefore it was sent back for analysis. They thought it was never inactive for more than 50 days, so the overdischarge was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.